Event description:
The customer complained of a high glucose result from accu-chek inform ii meter serial number (B)(4) compared to another accu-chek inform ii meter serial number (B)(4). At 4:42 pm the glucose result from meter (B)(4) was 565 mg/dl. At 4:45 pm the glucose result from meter (B)(4) was 268 mg/dl. The customer deemed the glucose result of 268 mg/dl was correct. There was no allegation of an adverse event. No treatment was provided based on the erroneous result. Control results obtained within 24 hours of the questionable result were acceptable. The test strips were requested for return for further investigation.